Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital with complaint of syncope and receipt of shock therapy. Review of stored device memory noted that the patient was in atrial fibrillation (af) with a fast, regular ventricular rate like a ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was delivered and accelerated the rate and changed the morphology to more of ventricular fibrillation (vf) and a 41 joule shock was delivered and converted the rhythm. Further review noted that the crt-d and another manufacturer's right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, and out of range intrinsic amplitude measurements. The device was noted to be programmed vvi. Boston scientific technical services (ts) recommended the patient follow up with their physician for further evaluation. The patient was seen in clinic for follow up. The root cause of syncope and high out of range measurements was not determined. The physician felt that device therapy was appropriate. The lower rate limit was increased to 80 beats per minute (bpm). No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that the patient received anti-tachycardia pacing (atp) and shock therapy ten days later for a dual arrhythmia. Noise, oversensing and undersensing was also observed on the ra channel and a bit of noise was observed on another manufacturer's right ventricular (rv) lead. The device was noted to be programmed vvir, however, atrial discriminators were being used for tachycardia therapy decisions. Boston scientific technical services (ts) discussed programming options. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Another manufacturer's left ventricular (lv) lead dislodged and pulled out of the coronary sinus and into the superior vena cava. The physician felt that the lv lead dislodgement was the root cause of the noise and oversensing on the ra and rv channels. An invasive procedure was performed. The lv lead was surgically abandoned and replaced and the physician elected to implant a quadripolar system, so the device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--